Event description:
It was reported that during a da vinci-assisted surgical procedure, the bottom monopolar port was not working and that this had been an ongoing issue. Intuitive surgical, inc. (Isi) technical support engineer (tse) troubleshooting first involved gathering details from the caller about which port was affected and confirming the issue scope, and it was noted that all troubleshooting steps had been completed, with no error logs available. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the site confirmed that the generator was not exchanged during the procedure. The procedure was completed using a covidien forcetriad generator. The site further indicated that the top monopolar port was not functioning properly, and the surgeon did not have reliable access to monopolar energy through that port during the procedure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The generator unit was returned for failure analysis with the reported problem, and the issue could not initially be confirmed using logs. When installed on the system, the unit exhibited instrument recognition problems specifically on monopolar connector #2, while monopolar connector #1, bipolar connector #1 and #2 all operated normally. The instrument detection service routine was performed, confirming that monopolar connector #2 failed to detect instruments entirely. The probable cause is attributed to a faulty electrical component inside the generator. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.